Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination of the balloon material identified a pinhole tear (<1mm in length). The pinhole was located approximately 3mm proximal to the distal markerband. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres for 10 seconds. The balloon was simply and completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and there was no patient injury.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres for 10 seconds. The balloon was simply and completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and there was no patient injury.